Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant of a cardiac device. During procedure, the atrial lead dislodged. Extraction of the lead was not possible because this occurred after hours. Due to the patient being on anticoagulant medication, physician decided to temporarily turn of the lead until the patient is off anticoagulant medication. Patient was in stable condition throughout event.

Event description:
New information noted that the atrial lead was explanted and replaced. Patient was stable post procedure.